Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. The insulin pump was received with minor scratched lcd window, corroded battery tube, broken battery tube threads and cracked reservoir tube lip. No battery cap received with pump. Unable to verify battery cap anomaly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power alarm on the insulin pump. Customer¿s blood glucose reading was 178 mg/dl. Troubleshooting for the alarm was performed. Customer received the off no power alarm for the second time without a low battery alert. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.